Manufacturer narrative:
Unit received with cracked and bleeding lcd glass; unable to performed functional test due to display anomaly. Minor scratched lcd window, cracked near display window corners, battery tube threads cracked, broken reservoir tube lip, missing end cap sticker.

Event description:
Product was returned. Per failure analysis, display screen was cracked and bleeding. Customer's blood glucose was not reported.